Event description:
Customer called to report the pump was giving no delivery alarms. Even when the customer is not connected to the pump the no delivery alarms continued. Troubleshooting was performed. The no delivery alarm were constant. Customer stated that the device had not been dropped, bumped, or exposed to moisture.